Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): pen is not dosing exactly [incorrect dose administered by device], high blood glucose levels [blood glucose increased], pen could be depressed without resistance [device issue]. Case description: this serious spontaneous case from germany was reported by a consumer as "pen is not dosing exactly", "high blood glucose levels" and "pen could be depressed without resistance" all with an unspecified onset date, and concerned a male patient (age not reported) who used novopen echo (insulin delivery device) from unknown start date due to type 2 diabetes mellitus. Patient height, weight and bmi(body mass index) not reported. Medical history included type 2 diabetes mellitus (duration not reported). On an unknown date, it was reported that the patient had high blood glucose levels during use of novopen echo. The patient was hospitalized due to blood glucose values of 900 mg/dl. From an unknown date, the novopen echo could be depressed without resistance and also it was not dosing exactly. Action taken to novopen echo was not reported. The overall outcome for the events was not reported. No further information available.

Event description:
Case description: case was reported by a daughter of a patient (consumer). On an unknown date, it was reported, that the novopen echo could be depressed without resistance and it was not dosing exactly. However, the daughter was not sure if the novopen echo caused the event. Action taken to novopen echo was that the reporter returned the pen to novo nordisk for investigation. Investigation result: novopen echo - batch evg2908-1: visual and functional examinations were performed. The electronic register was checked. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During test of the device it was not possible to detect any irregularities. A batch trend report was created. Nothing abnormal was found. Final manufacturer comment: 20-jan-2016: since no faults were found on the returned novopen echo and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). Reporter comment: reporter was not sure if this novopen echo caused the complaint. Evaluation summary name: novopen echo,&#60192;batch number: evg2908-1, (B)(4). A batch trend report has been created. Nothing abnormal was found. (B)(4): the electronic register was checked. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. During test of the device it has not been possible to detect any irregularities.